Event description:
Pacemaker was implanted in (B)(6) 2007. On (B)(6) 2015, the battery impedance value displayed was 3.14 kohms and the time to rrt (recommended replacement time) was 14 months. On (B)(6) 2015, the battery impedance value displayed was 5.32 kohms and the time to rrt was 4 months. Reportedly, pacemaker replacement has been planned by the physician. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Pacemaker was implanted in (B)(6) 2007. On (B)(6) 2015, the battery impedance value displayed was 3.14 kohms and the time to rrt (recommended replacement time) was 14 months. On (B)(6) 2015, the battery impedance value displayed was 5.32 kohms and the time to rrt was 4 months. Reportedly, pacemaker replacement has been planned by the physician. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
The subject device was explanted.

Event description:
Pacemaker was implanted in (B)(6) 2007. On (B)(6) 2015, the battery impedance value displayed was 3.14 kohms and the time to rrt (recommended replacement time) was 14 months. On (B)(6) 2015, the battery impedance value displayed was 5.32 kohms and the time to rrt was 4 months. Reportedly, pacemaker replacement has been planned by the physician. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.

Event description:
Pacemaker was implanted in (B)(6) 2007. On (B)(6) 2015, the battery impedance value displayed was 3.14 kohms and the time to rrt (recommended replacement time) was 14 months. On (B)(6) 2015, the battery impedance value displayed was 5.32 kohms and the time to rrt was 4 months. Reportedly, pacemaker replacement has been planned by the physician. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.